Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with broken battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the insulin pump is cracked around the area where the battery is inserted, and about an eighth of an inch is missing from the device. The blood glucose reading was 93 mg/dl. The customer believed that this happened that last time she screwed the battery cap back into the insulin pump after changing out a battery. She had noticed the damage when she felt a sharp feeling on her device. Advised discontinuation of the device. Nothing further reported.